Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump sustained physical damage after falling from a pocket and striking a car door, resulting in a split device housing with the screen and internal electronics exposed. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the damaged device and instructions for return of the original unit. Investigation included review of the reported event details and logistics for device replacement. Investigation of this case revealed damage consistent with external impact leading to enclosure breach and display exposure. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated physical trauma unrelated to device malfunction.